Manufacturer narrative:
Product ID 8731, lot# b002977n14, implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was ¿falling forward more than the last time she saw hcp¿. It was noted that the patient was implanted (B)(6) and then the patient had a rash which the patient¿s healthcare provider (hcp) determine was caused by ¿selse¿ drug. It was reported that the patient¿s hcp told the patient to take off their ¿binder¿ that the patient had been wearing for 2 weeks that went around their abdominal. It was noted that in (B)(6), the patient met with their hcp and told the hcp that their pump was moving and the hcp told the patient to ¿go ahead and wear abdominal binder to hold pump up¿. It was noted that if the patient¿s had any more problems with their pump they ¿might have to take pump/catheter out¿. It was noted that the patient¿s pump was used to infuse lioresal.